Event description:
It was reported that the device was explanted after a implant duration of zero days. Through follow-up with the surgeon, it was learned that the device was explanted due to suture looping.

Manufacturer narrative:
Suture looping. Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the surgeon (via fax), the reason for explant and a copy of the operative report were provided. Unfortunately, no further information regarding the availability of the device was received. A device history record review is in process.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Customer letter was not requested.

Event description:
Attorney reported: 2008- a kugel mesh patch was used to repair the pt's hernia and was inserted during a hernia repair operation. The kugel mesh patch that was used to repair pt's defect was defective. As a direct and proximate result of the defective condition of the kugel mesh patch, the patch became loose and pulled the pt's intestines out with it. As a result, the pt was left with a protrusion on his right side because of the umbilical hernia. The following year- due to the pt's aforesaid condition, the pt underwent surgery to remove the infected kugel mesh that had become displaced, causing a bulge in the pt's abdomen. Plaintiff continued to experience severe pain. The pt has suffered and will continue to suffer physical pain and mental anguish.